Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, upstream occlusion error was not reproduced. The device was tested for upstream occlusion detection and it passed. A review of the history log revealed multiple occurrences of "upstream occlusion!" Alarms were recorded however; upstream occlusion detection testing failures cannot be determined through the history log on the last day of use. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was determined to be ultrasonic sensor was out of specifications. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an upstream occlusion error during testing in the biomed service department. There was no patient involvement. No additional information is available.